Manufacturer narrative:
Explant date: unknown (lens return indicates that lens has now been explanted). On initial MDR it was indicated that lens was not returned for evaluation; however, it was received on july 9, 2015. Device available for evaluation: checking yes for supplement correction returned to manufacturer: entered date - july 9, 2015. Correction to initial MDR. Device evaluated by manufacturer: no. Correction supplement now indicates that device evaluation is anticipated, however has not begun. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Explant date: not applicable; lens remains implanted at the time of submitting the MDR.all pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
In follow-up, it was indicated that the patient (female) was ok. Since, it was only a short time after surgery, the doctor wanted to wait for the 30 day post-op to give the thumbs up. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon is scheduling a secondary procedure to explant the intraocular lens (iol) due to the patient has trouble reading, with mid-range and poor night vision after a cataract surgery and implantation of iol. Reportedly, patient vision is -1.0d to -1.5d after normal cataract surgery. Date has not been set for a secondary procedure due to additional testing is required. No further information was provided.

Manufacturer narrative:
(B)(4). Explant date: (B)(6) 2015. The intraocular lens (iol) was returned to manufacturing site for evaluation. Visual inspection revealed that the iol is cut in two (2) pieces. Also, the lens is contaminated; dust particles are present. Due to the damaged condition of the returned lens, product testing cannot be performed. The manufacturing process record was evaluated and the devices were manufactured within specification. There was no associated deviation or non-conformity report found in the manufacturing record review related to this complaint. The documentation shows that the production order was manufactured according to specifications and the product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.